Event description:
It was reported by service report that the left side lock pin did not latch all of the time and the cot dropped down with a pt on it. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Lock pin.